Manufacturer narrative:
As previously reported: service in the field was performed on june 15, 2016. The replaced lcd with cvr was received at the manufacture on november 28, 2017 and the lcd with cvr will be scrapped once the failure analysis has been completed.

Manufacturer narrative:
Product evaluation: the replaced fru lcd with cvr, was returned to the manufacturer and failure analysis was completed. The findings were: visual inspection noted that display screen was scratched. The display did not work during an in-house function test. An hps/xps touch screen functional test was performed but the unit failed the visual display quality test. Probable root cause: based on the analysis report, the probable root cause could not be identified. The lcd with cvr has been scrapped.

Manufacturer narrative:
System analysis and service repaired on june 15, 2017: the reported display issue was confirmed and it was determined to be the result of a faulty display. The top cover was replaced. The system was tested and verified to meet manufacturer¿s specifications. The suspected faulty top cover has not returned for evaluation.

Event description:
It was reported that during preparation for a procedure, with a patient present, only black screen when the laser was switched on and the physician "heard noise of fan then pump¿. The procedure was "not completed due to this event". Patient outcome: no injury to patient reported.